Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of the "air flow was not working" was not duplicated; the air pressure was measured and verified within specifications. The reported problem of "where the scope connects to the unit, the connection was loose" was confirmed; the cause was assigned to a bad scope socket due to the locking mechanism not protecting the pins.

Event description:
A user facility reported to olympus that the air flow was not working where the scope connects to the unit and the connection was loose. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem of "air flow was not working" was an unstable scope connection.